Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse confirmed the reported failure and identified that the safety disk had expired. Additionally, the unit failed the deep vacuum test across all manifold tests, and the muffler in the vacuum line was found to be defective. The fse replaced the muffler, 1/8 npt (0103-00-0631) and the safety disk assembly (0202-00-0140). Following the replacements, the device successfully passed all manifold tests and all safety functional tests in accordance with factory specifications. The device was subsequently returned to the customer and cleared for clinical use.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) was showing an alarm message "safety disk replacement is due." There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.